Manufacturer narrative:
The last calibration performed on (B)(6)-2020 had no alarms and was ok. Multiple calibration failures occurred on the day of the event. Quality controls were within range, showing no indication of a reagent performance issue. Controls started going outside of range around the time of the issue. Sample centrifugation speeds were faster than recommended and centrifugation time was shorter than recommended. Upon review of the alarm trace, multiple ise errors occurred on the day of the event. An abnormal aspiration error also occurred on the day of the event. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer determined the gear pump pressure was too low. The pressure was adjusted. The engineer also found that a nut was loose on a syringe, so it was tightened. Ise checks were performed, and were successful. Calibration and controls recovered within the customer's specified ranges.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with ise indirect na, k for gen.2 on a cobas 8000 ise module. The initial sample results were reported outside of the laboratory. The customer first noticed an issue when calibrating the ise tests. Calibration was failing with alarms indicating a voltage issue. The customer verified that reagents were in correct positions, and contained sufficient volume. After noticing the calibration issue, samples were repeated on a second analyzer and the repeat results were believed to be correct. The customer stated that the affected samples had initial values that were either normal or critical and when repeated, the normal values repeated as critical and/or the critical values repeated as normal. The customer uses a normal na reference range of 134 - 147 mmol/l. Values < 122 mmol/l or > 159 mmol/l are considered critical. The customer uses a normal k reference range of 3.6 - 5.3 mmol/l. Values < 3.0 mmol/l, or > 6.0 mmol/l are considered critical.